Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. During the procedure, a white film was found adhered to the tip of the thermocool® smart touch¿ bi-directional navigation catheter when reinserting it after going transseptal. The physician didn't notice the white film the first time before the catheter was inserted into the patient¿s body. When the film was pulled from the tip, it would stretch out and then when let go, it would go back around the tip of the catheter. The catheter was replaced, and the issue resolved. No resistance was felt while introducing or retracting the catheter from the sheath and no difficulty during maneuvering or withdrawing. No physical damage was observed on the catheter. No patient consequences were reported. The device was visually inspected, and it was found a white material at the tip. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that foreign material is primarily composed of a biological-based material, presumably human tissue. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint has been confirmed. The root cause of the foreign material on the dome is related to the handling of the device during the procedure due to white film is related with human tissue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: pc-000639761.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and foreign material was noted on the usable length of the catheter. During the procedure, a white film was found adhered to the tip of the thermocool® smart touch¿ bi-directional navigation catheter when reinserting it after going transseptal. The physician didn't notice the white film the first time before the catheter was inserted into the patient¿s body. When the film was pulled from the tip, it would stretch out and then when let go, it would go back around the tip of the catheter. The catheter was replaced, and the issue resolved. No resistance was felt while introducing or retracting the catheter from the sheath and no difficulty during maneuvering or withdrawing. No physical damage was observed on the catheter. No patient consequences were reported. The foreign material noted on the usable length of the catheter was assessed as a reportable issue. The biosense webster, inc. Product analysis lab received the catheter for evaluation on january 17, 2020 in the condition reported as white material was observed on the catheter tip. This issue remains assessed as reportable.